Manufacturer narrative:
The root cause of the pump stop/ did not start issue was not determined since product was returned for investigation but the pump stop could not be reproduced. Also, no logs were returned for investigation.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a 42-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Shortly after the cp pump started, there was a pump alarm and the pump stopped. The impella cp was replaced and ECMO was added due to the malfunction.